Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a bile duct drainage procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the device was advanced smoothly into the patient. When the stent was attempted to be released, resistance was met; the guide catheter stretched and the stent failed to deploy. The stent and the delivery system were removed from the patient together. No other damage was noted to the device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
Patient age and weight are unknown. It was reported the patient was over 18 years old. (B)(4) for the event of guide catheter broken. The delivery system was returned for evaluation; the stent was not returned. The suture was found detached separated and was also not returned. Visual evaluation of the device revealed the suture hole of the push catheter to be torn. The push catheter was also noted to be kinked. The guide catheter was found stretched and broken. The broken proximal end of the guide catheter was returned loaded with a guidewire; the guidewire could not be removed due to the stretching in the guide catheter. No damages were noted to the guidewire. Multiple kinks (suture impressions) were noted in the distal end of the guide catheter, indicating the suture embedded inside the guide catheter during the attempted deployment. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context a review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.